Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hypoglycemia with a blood glucose (bg) level of 58 mg/dl during dinner. The caregiver treated the low with apple juice, soda, and graham crackers. The user¿s bg rose to 145 mg/dl after treatment and stabilized. The caregiver requested additional training to better understand correct meal announcement practices. No medical intervention or hospitalization was required.